Event description:
It was reported that the hcp was unable to place the patient's original lead in s3 due to the patient's anatomy. The lead only provided therapy response on one electrode, and the patient experienced limited benefit, so a surgical intervention to place another lead was performed. The placement of the second lead looked good, but the lead only provided motor response on one, maybe two, electrodes. The hcp had tried repositioning the lead to get better response, but the patient was experiencing the sensory sensation more rectally. It was later reported that fluoroscopy was used to obtain good placement and motor response was seen on three of four electrodes. Impedance testing was normal, programming went well, and the patient was doing fine. No additional intervention was planned. The manufacturer's device registry also showed that the patient's old lead was explanted at the time the new lead was implanted, and the patient's neurostimulator was replaced during the same procedure.

Manufacturer narrative:
(B)(4). Lead model 3093-33, lot# v142285, implanted: 2008 (B)(6), explanted: 2012 (B)(6); programmer model 3037, serial# (B)(4); lead model 3889-33, lot# va00bkj, implanted: 2012 -(B)(6), explanted: na.